Manufacturer narrative:
D5,6; h4: info not available. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported the 512sd was used during an unknown procedure. It was reported by the affiliate the safety shield reset button would not work. Another 512sd was used to complete the case. There was no consequence to the pt.